Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated earlier in the day the cgm was displaying a value of 40 mg/dl compared to the bg meter that was reading 41 mgd/l. The patient decided to eat food to increase her bg. After eating, the cgm was still reading in the 40¿s and the patient went to the emergency room (ER). At the ER, the patient had a finger stick performed and her bg was at 207 mg/dl compared to the cgm that was displaying 46 mg/dl. The patient did not report any symptoms of hypoglycemia nor was she treated at the hospital. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.